Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that indicates the patient is deceased. According to the physician who performed the ablation, a surgeon identified a "slit" at the junction of the left atrium and left superior pulmonary vein (lspv), due to moving the sheath and mapping catheter from the left to right in a clockwise motion. The patient suffered an embolic stroke post procedure. The patient reportedly was not recovering and passed away "about a week later". No autopsy was performed. No further information is available at this time.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a cryoablation procedure, the patient had tamponade. It was noted that a "slit" had possibly occurred at the inferior vena cava (ivc)/atrial junction. The case was completed with cryo, though there was intervention of a surgeon repairing the slit. No further patient complications have been reported.